Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriage and found that locking mechanism was loose on the transfer carriage. As the locking mechanism was loose, the transfer carriage was misaligned and not able to properly engage with the docking station resulting in the reported event. The loose locking mechanism may have been caused by impact damage to the transfer carriage. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their evolution transfer carriage fell to the floor while an employee was unloading the sterilizer resulting in an injury to their wrist. No medical treatment was sought or administered.